Event description:
The initial attorney report alleged pain and surgical intervention. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - laparoscopic repair of incisional ventral hernia with composix kugel mesh. On (B)(6) 2006 - office visit, pt noted to have swelling at operative site and a concern for recurrence. A seroma was also noted to be present. On (B)(6) 2006 - office visit, seroma is diminished greatly in size and wound is healed. On (B)(6) 2007 - office visits, small seroma present. On (B)(6) 2007 - repair of recurrent incisional hernia with composix kugel mesh. The previously placed composix kugel mesh was not noted in the operative report and is presumed to remain implanted. On (B)(6) 2007 - office visit with neurosurgeon. Fluid collection in the lateral rlq of abdomen at the site of pt's previous hernia. On (B)(6) 2007 - office visit with surgeon, pt reports discomfort in the hernia area, exam reveals wound to be well healed without signs of infection and hernia repair is intact. Pt is referred to pain clinic for evaluation.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. A review of the medical records did not identify the pt's mesh repair as being the cause of the pt's reported discomfort. After noting her wound to be well healed without infection, with an intact hernia repair, her surgeon referred her to a pain clinic for evaluation and treatment. Based in the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for recurrence and seroma, both of which are known possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the device was not returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.